Event description:
Revision surgery due to infection (B)(6) 9 months post primary surgery. The stem amistem h was not osseointegrated due to infection and was replaced with a cemented stem (amistem c). Ref MFR number: 30051809202013-00085.